Manufacturer narrative:
Remote service engineer (rse) worked with the customer biomed for troubleshooting support. Based on the results of the discussion with the customer it was identified that the earlyvue vs30 was not in clinical use and showing high non-invasive blood pressure readings. Calibration was attempted but the readings remained inaccurate at 142/120 mmhg. The engineer advised that a failed calibration indicated a defective pump, requiring a replacement. The customer was provided with the part number. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely caused of the reported problem was a faulty nibp module pump. The issue was resolved after the defective part was replaced with a new pump. The investigation concluded that no further action was required, and the complaint file would be reassessed if additional invermination was received.

Event description:
Philips received a complaint on an earlyvue vs30 indicating that the unit was measuring incorrect nibp. The device was not in use on a patient at the time of event; there was no patient involvement.